Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01080. This report is being submitted as additional information. Approximate age of device - 1 year, 4 months. Device analysis: the explanted pump was returned assembled with the driveline cut approximately 7.5 inches from the pump housing. The distal end portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft was returned attached to the outlet elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was returned detached from its hardware but partially covering the outflow graft. The outflow graft bend relief collar was returned detached from the outflow graft. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation and concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated levels of lactate dehydrogenase (ldh). Additionally, visual inspection of the sealed outflow graft revealed a 180-degree clockwise twist in the graft material adjacent to the outflow graft hardware. A direct correlation between the thrombus formation and the outflow graft twist could not be conclusively established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. It was also reported to the manufacturer that the inflow conduit of the patient¿s new device was noticed to be mal-positioned after the exchange was performed. The inflow conduit was reportedly aimed perpendicular to the septum, sucking down on myocardium/septum. The patient experienced continuous low flow alarms due to this until the chest was reopened to re-position the pump and inflow conduit. Inflow conduit positioning was eventually improved to aim between septum and mitral valve. The original cored site from original implant was off true apex and aimed inflow anterior septal. The patient remains ongoing on the replacement device and no additional complaints have been reported at this time. A direct correlation between device and the reported inflow conduit malposition / low flow alarms could not be conclusively established through this evaluation. The report that the cored site was off apex could not be confirmed through this evaluation and the returned inflow conduit did not contain any developed depositions or thrombus formations. The instructions for use contains information regarding the installation and orientation of the sealed inflow conduit and sealed outflow graft, emphasizes that the graft must not be kinked and outlines all system controller alarms (including low flow hazard alarms). Additionally, the IFU also lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document outlines indications of pump thrombosis (as well as how to respond to such events). A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to a device thrombosis. It was reported that the patient began exhibiting signs and symptoms of pump thrombosis with an elevated lactate dehydrogenase (ldh) a few weeks prior to the pump exchange. A computed tomography (CT) showed an obstructed outflow graft. The inflow cannula, outflow graft with bend relief, outflow collar, the pump, and a primary system controller were replaced. Upon closing the chest after the lvad implantation, the surgeon noted that the inflow conduit was malpositioned and aimed perpendicular to the septum, sucking down on the myocardium/septum. The patient experienced continuous low flow alarms due to this until the surgeon re-opened the chest and re-positioned the pump and inflow cannula. The pocket was made deeper and more lateral, and the pump was anchored differently for better inflow cannula alignment. It was believed that the original coring site from the original implant was off true apex and caused the inflow cannula was aimed towards the anterior septum. Upon examination of the explanted pump, the surgeon observed that the outflow graft was significantly twisted, likely for an extended period of time. No further information was provided.